Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the system error 105, which was not reproduced. System error 105 was confirmed through a review of the event history log and caused by a seized motor. The failed motor assembly was replaced.